Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event. The device referenced in this report was returned for evaluation. The evaluation found the device to have no physical damage and it passed the acoustic test.

Event description:
It was reported that during an atrial fibrillation (afib) case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by a surface echocardiogram. A pericardiocentesis was performed and the patient was reported to be in the ICU in stable condition.